Manufacturer narrative:
As reported, the plug of 6f/7f mynxgrip vascular closure device (vcd) did not deploy, and manual pressure was held. After the doctor advanced the shuttle on the device, he could not bring it back up to the black handle to continue the closure. The doctor said the mynx plug was stuck during deployment or possibly expanded before deployment. There was no reported patient injury. The device was stored as per labeling. The procedure was a peripheral interventional procedure. A 6f unknown sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The stopcock of the introducer sheath was opened prior to shuttle down. There was no significant resistance when shuttling down. There was no excessive force applied when shuttling down. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. The device was not returned for analysis. A product history record (phr) review of lot f2007902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failing to open the sheath¿s stopcock prior to the shuttle down step, may have contributed to the reported event. This can result in a premature swelling of the sealant since the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, increasing its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the plug of 6f/7f mynxgrip vascular closure device (vcd) did not deploy, and manual pressure was held. After the doctor advanced the shuttle on the device, he could not bring it back up to the black handle to continue the closure. The doctor said the mynx plug was stuck during deployment or possibly expanded before deployment. There was no reported patient injury. The device was stored as per labeling. The procedure was a peripheral interventional procedure. A 6f unknown sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The stopcock of the introducer sheath was opened prior to shuttle down. There was no significant resistance when shuttling down. There was no excessive force applied when shuttling down. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. The device will not be returned for evaluation because it was discarded after the case, but before the tech could bag it up to save the device.